Manufacturer narrative:
D10 concomitant product: 72204064, truclear ultra mini tissue removal devic (lot#5366865); 7209807, truclear handpiece (serial# (B)(6) ); 72205015, procedure kit 72205015, hysterolux (lot#w3l0070), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, upon shaver insertion and activation of the foot pedal, the blade rotated but did not r esect/shave. Used another shaver but it failed too. The procedure was aborted.